Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient active directory was not crossing over. A technical support specialist checked the sample provided and found no issue. A double-check was performed, but no issues were identified. The system functioned as intended after the technical support specialist had verified the device.

Event description:
It was reported by the customer that in bd pyxis¿ es server the patient active directory information was not communicating to in patient stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.